Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results, above the reference range, for multiple pts involving unicel dxi 800 access immunoassay system. This report refers to pt number two of five. The erroneous results were not reported out of the laboratory. The corrected result was reported to the physician. There has been no report of pt injury. There was no change in pt treatment associated with this event.

Manufacturer narrative:
A preventive maintenance (pm) service was scheduled. The customer collected samples in bd lithium heparin tubes with gel. The sample was re-spun prior to the repeat analysis. The specimen was sampled from the primary tube via the automation line. The sample was clear and a full draw. A button of cells was visible in the bottom of the tube after the sample was re-spun. The system was performing within quality control (qc) specifications. Qc tested prior to and after the event resulted within specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02597, 02599, 02607, 02609.